Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair record determined the burnt power inlet. Replaced power inlet. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this unit would not power on via the evac or the wall. Staff found no resolution after attempting with multiple power cords. The event did not occur during surgery. There was no patient involvement. During device evaluation, it was discovered that the power inlet module was burnt. There was no smoke present. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.